Event description:
On (B)(6) 2012, the patient contacted animas alleging that the ok keypad button causes scrolling through the menus. The patient stated that he wears the pump in a pump skin on his belt, and cleans the pump with a damp cloth. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported due because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.